Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices

Event description:
It was reported that the procedure was to treat a 95% stenosed de novo lesion in the right superficial femoral artery (sfa) with heavy calcification and mild tortuosity. The 6x150mm absolute pro self-expanding stent system (sess) [(B)(6)] was advanced to the target lesion and the stent was attempted to be deployed; however, the thumbwheel would not rotate, and the stent failed to deploy. The handle halves of the sess were opened in an attempt to deploy the stent; however, the stent was only able to be partially deploy. Therefore, the sess was removed from the patient. After the stent was removed from the patient the sheath inside the handle was noted to become separated. Another 6x150mm absolute pro sess [(B)(6)] was advanced to the target lesion and the thumbwheel of the second absolute pro stent would not rotate and the stent failed to deploy. The second absolute pro sess was also removed from the patient. After removal the physician make an additional attempt to deploy the stent when the stent became partially deployed. A supera stent was implanted to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Return device analysis of the second absolute pro sess [(B)(6)] found the sheath had separated during inspection of the handle. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions. The additional device referenced in b5 is filed under a separate medwatch report number.